Event description:
The customer reported that during a gastric sleeve procedure, end tones, indicating a completed seal cycle, were heard, but tissue was not sealed. Post-operative bleeding occurred resulting in a second laparoscopic surgery to repair the seal. No further info has been provided by the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.